Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2000 and mesh was implanted and tyco mesh was implanted on (B)(6) 2002. It was reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2000 and a mesh was implanted, concurrently with a anterior colporrhaphy, cystoscopy, suprapubic catheter placement due to cystocele, and sui. It was reported that following insertion the patient experienced pain, infection, urinary problems, bowel problems, recurrence and neuromuscular problems. The patient underwent a cystoscopy and suprapubic catheter placement on (B)(6) 2002 due enterocele repair, vaginal vault suspension, colporrhaphy. It was reported that patient underwent mesh revision on (B)(6) 2004 due to recurrence. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.